Event description:
Tech reported that during a pt treatment on a 1550 hemodialysis device the venous limits were inadvertently not set. It was reported that the device did not produce a "check controls" alarm in response to the limits not being set. The alarm limits were then set and the treatment was continued. There was no pt injury or medical intervention associated with this incident.